Event description:
The facility representative contacted baxter to report an infusor in which there was a false occlusion alarm that resulted in an interruption of therapy during patient use. The event occurred in the surgery department. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The writer will submit a follow-up medwatch report when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed and duplicated. The assignable cause was a faulty occlusion switch. The occlusion switch has been replaced. Additional: a service history review revealed that this device was previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.